Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not mention how long the device had been dead for, only stated that it had been dead for a while. The cause was unknown. No actions were taken, and the MRI was not performed because they thought the patient was only head eligible for MRI. The MRI order form was destroyed so it was unknown if it was resolved. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) battery was dead and no longer working. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.